Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported marker lumen blockage was confirmed. Based on a visual inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances related to the reported event. A query of the electronic complaint handling database revealed no other incidents for marker lumen blockage reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions per prostar instructions for use, perform a femoral angiogram to verify the location of the puncture site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other prostar device referenced was filed under a separate medwatch manufacturer report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostar xl device with a 14fr sheath after an endovascular aortic repair. Reportedly, the device was flushed with heparinized saline solution prior to placement. The device positioned; however, no pulsatile blood flow was observed. The device was rotated slightly to achieve better position; however, no blood flow was observed. The device was removed and the lumen was noticed to be clogged. A second prostar xl device was used; however, the knot did not perform and surgical intervention was done to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the prostar xl device. Reportedly, a femoral angiogram was not taken prior to the procedure. There was no reported clinically significant delay in the entire procedure. No additional information was provided.